Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor electrode split from tubing. Analysis was unable to confirm if customer received the sensor in said condition due to customer returned the sensor opened and used. Also found sensor cannula to be bent.

Event description:
The customer reported via phone call that the sensor cannula split and they could see copper wire. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.